Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad broken/missing from the distal end. The missing piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the teflon pad came off the harmonic ace (ha) instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the ha instrument was inspected prior to use with no issue. The teflon pad of the ha instrument came off and fell inside the patient¿s anatomy. The pad was retrieved during the same procedure. The surgeon confirmed that there was no patient injury due to this issue. No post-operative tests were performed. The patient did not return to the hospital for any post-surgical complications related to retaining a foreign object. The customer used a backup ha instrument to continue with the procedure. The procedure was extended for several minutes. The procedure was completed with the same da vinci system. The customer discarded the teflon pad after the procedure; therefore, it will not be returned.